Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming testing) was confirmed. Upon evaluation, the j1000 jumper on the ca board was damaged. The j1000 jumper plate for pins 11-12 was bent and consequently not making complete contact with pin 12. The cause of the test failures was the damaged j1000 jumper. The root cause of the damaged j1000 jumper was unable to be positively identified. No adverse event resulted drom the damaged j1000 jumper.

Event description:
A zoll distributor returned monitor sn (B)(4) indicating that it failed incoming functionality testing.